Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that the implant housing has moved significantly towards the pinna since implantation. The user first noticed movement about three years ago. The device moved gradually down. The glasses the user had at the time were metal framed and they used to press against the magnet. No changes in hearing were noticed. The user's hearing performance with the device is very good.

Manufacturer narrative:
Conclusion: according to the information received from the field the device moved from its intended position since implantation surgery. Furthermore post-operative imaging confirmed that the four most basal channels migrated out of cochlea. Reportedly the hearing performance with the device is not affected and the recipient will be monitored by the clinic.

Event description:
The recipient reported in (B)(6) 2019 that the implant housing moved significantly towards the pinna since implantation. The recipient first noticed movement about three years prior. The device moved gradually down. The glasses the recipient had at the time were metal framed and they used to press against the magnet. No changes in hearing were noticed. The recipient's hearing performance with the device is reportedly very good. No accident or trauma or recent illness has been reported. An appointment for review, to monitor impedances and implant function, will be scheduled in (B)(6) 2020.